Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly five months after the dental implant was placed in ada site 8 of the patient's mouth, a loss of osseointegration was observed. Patient presented with type ii bone. Periodontal disease, insufficient quality/quantity of bone, an infection, pain and mobility were all noted. The implant was covered with bone. A bone graft was executed. The device will be forwarded to the manufacturer for investigation. No patient complications were reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly five months after the dental implant was placed in ada site 8 of the patient's mouth, a loss of osseointegration was observed. Patient presented with type ii bone. Periodontal disease, insufficient quality/quantity of bone, an infection, pain and mobility were all noted. The implant was covered with bone. A bone graft was executed. The device will be forwarded to the manufacturer for investigation. No patient complications were reported.